Event description:
It was reported by the patient that she sees stars, feels like she is going to pass out when at work. It was also reported by the patient that her whole body fell over and couldn't see for a minute 3 times in 20 minutes one day. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.